Event description:
Medwatch report 340002000-2006-1. During a shoulder arthroscopy procedure, a portion of the tip of the arthrowand was reported to have detached and remained in the pt's shoulder. There is no plan to reoperate to remove the fragment and there was no reported pt injury.